Event description:
A customer contacted beckman coulter (bec) customer technical support (cts) to report that they had obtained an elevated troponin (accutni) patient result, above the acute myocardial infarction (am)I cutoff, on their unicel dxc 600i synchron access clinical system. Per customer, the laboratory has a policy to automatically rerun samples with elevated accutni results on their alternate analyzer. Repeat testing of the patient sample on their other instrument produced a lower value within the normal range of the assay. Patient results are provided in this report. The customer reported qc was within specifications on the date of the event. The customer did not disclose any additional system information or patient sample information. There was no change to patient treatment in connection to this event; the elevated result was not reported out of the lab.

Manufacturer narrative:
Patient sample processing and sample collection device information has not been supplied. The customer requested an onsite service and a bec field service engineer (fse) was dispatched on the same day. The fse inspected the instrument and observed air in the wash pump. The fse changed the pump seal and cleaned the stator. The fse also performed pipettor alignments and then changed out peri-pump tubing and aspirate probes. Per the fse, after service completion, system checks were performed with passing results and a negative patient sample was tested 10 times with reproducible results of 0.00ng/ml. Hardware is the likely cause of this event.